Event description:
It was reported the patient received the following results within 15 minutes: 11:51pm, 41 mg/dl and the patient took 5 glucose tablets 12:02am, hi (>600 mg/dl) 12:03am, hi (>600 mg/dl) 12:10am, 91 mg/dl.